Manufacturer narrative:
(B)(4). Batch # m53k9y. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a laparoscopic gastrectomy, the device was used to anastomose the esophagus and ileum. After removing the device, the surgeon found the staples malformed with legs straight but the tissue was cut. The surgeon immediately used another circular stapler to anastomose the tissue again. The patient is in stable condition. The post-op care did not change. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that the ccs25 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.